Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose level at the time of the event was 365 mg/dl. Customer was vomiting. Customer stated that husband had taken her to the hospital. Customer was hospitalized for three days. The current blood glucose reading is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.